Event description:
Surgeon states that while walking on an artificial limb and a nonunion at the fracture site the implanted I. M. Nail broke. Surgery was done to replace the I. M. Nail. No indication of product defect. No indication of product defect.